Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. The occupation is patient/consumer.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The date of the event is not known. The issue was first noticed approximately 2 months prior to (B)(6) 2022. For the last test that was performed on the meter, the result observed on the display was 3.0 inr, however, it is uncertain whether the second number was a zero or something else as only half of it could be read. A display check was performed and segments in the results field were hard to read. The screen appeared faded and segments were missing from the results field.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.